Event description:
New information received noted that a probable abscess was noted during ultrasound. The implantable cardioverter defibrillator, the right atrial and ventricular leads were explanted, and the patient was sent home with a defibrillator vest. The patient was in stable condition.

Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented with a device pocket tender to touch, swollen and redness due to infection. The patient received oral antibiotics on (B)(6) 2023 and was admitted on (B)(6) 2023 where an intravenous antibiotic was started. The patient was in stable condition.